Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 284,727 joules during a prostate procedure. The procedure was completed with a second fiber. Patient outcome: "ok, no harm to patient".